Event description:
Needle unit may be faulty [device failure] ([accidental needle stick]). Case description: medical device information: class iia. This spontaneous case from (B)(6) was reported by a nurse as "she (the nurse) pricked her finger on the rear end of the needle" and " needle unit may be faulty" and concerns a female nurse, age unknown, using novofine 31g from an unknown date to an unknown date due to device therapy of a patient at her work. Patient's height: not reported. On an unknown date, a staff member (female nurse) was removing the needle from the pen after administering insulin to a patient. She pricked her finger on the rear end of the needle, the part which goes into the cartridge of insulin. Needle unit may be faulty, as rear end of unit protruding further than other similar units. The outcome was reported as unknown.